Manufacturer narrative:
(B)(4). Date of supplemental 02: 02/14/2014. A visual inspection of the incident device revealed that the gray insulation has been scraped off of the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. This report was originally submitted under the reporting site registration number. A new MDR 3500a form has been submitted under the manufacturing site registration number. The new MDR number is 3006451981-2014-00233.

Event description:
The customer reported that during a total laparoscopic hysterectomy procedure the jaws were coming apart while being used. The grey plastic strip on the underside of the jaws frayed and began to come apart. They reported nothing came off device. Upon return the device had bare jaw wires.